Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is not displayed. / the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced that screen image not clear/not visible. Possible video signal issue during reprocessing. There were no reports of patient involvement.